Event description:
It was reported that four (4) transfer sets spontaneously disconnected from the titanium adapter. The events occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event; however, prophylactic antibiotics were given at the time. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the events occurred on unknown dates in 2023; further described as ¿four times total over the last year.¿ the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.